Event description:
As reported, during an ivc filter retrieval procedure, a performer introducer sheath broke while trying to remove the filter. The retrieval was noted the be difficult. Additional patient and event information has been requested.

Manufacturer narrative:
Initial reporter occupation: occupation: operations coordinator. PMA/510k #: k171999. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Additional information received on 14feb2022: access was gained via the right internal jugular vein and advanced to the inferior vena cava. The anatomy was not noted to be tortuous or calcified. The user did note that there was resistance at some point during the procedure. The tip of the sheath split when pulling the filter into the sheath. No portion of the device was left within the patient. There was no need for additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a difficult ivc filter retrieval procedure, a performer introducer sheath broke while trying to remove the filter. Access was gained via the right internal jugular vein and advanced to the inferior vena cava. The anatomy was not noted to be tortuous or calcified. The user did note that there was resistance at some point during the procedure. The tip of the sheath split when pulling the filter into the sheath. No portion of the device was left within the patient. There was no need for additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence. Corrected information: the following information was available and inadvertently omitted from the last report: investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The distal tip of the sheath was split in two separate places. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU cautions ¿when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position.¿ the IFU also says ¿do not attempt to insert or withdraw the wire guide and/ or introducer if resistance is felt.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.